Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange of a textured device due to patient's concern with product. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: yellow particles inside of the device. Crease flat observed.

Event description:
Healthcare professional reported left side deflation and exchange of a textured device due to patient's concern with product. Device was explanted.